Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. Pump failed the sleep current test and active current test. High sleep current and active current isolated to the electronic assembly. Charge or battery lasts less than expected confirmed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert for three consecutive days. No harm requiring medical intervention was reported. The device will be returned for analysis.